Event description:
Reportedly, this pt expired after an implantation of 1 month due to endocarditis. Device was not removed, therefore, unavailable for return.

Manufacturer narrative:
Device not returned.